Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Oral antibiotics were administered to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient had an infection at the ipg site. Surgical intervention was undertaken to explant the entire system on (B)(6) 2024. Patient was prescribed oral antibiotics to address the infection.